Manufacturer narrative:
(B)(4). The rt200 adult dual-heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for the similar product is k983112. Method: the inspiratory and expiratory heater wires of the returned rt200 adult breathing circuit was visually inspected for damaged pins and tested to see if it could be connected to a heater wire adaptor. Results: no fault was found with the heater wire in the expiratory tube. However, a heater wire adaptor could not be connected to the heater wire socket in the inspiratory tube. A visual inspection revealed that the heater wire pin was split. A lot check revealed no other complaints of this nature for lot number 101213. Conclusion: it is possible for the user to damage the heater wire pins during use, particularly if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent or split pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were damaged during production or by the end user. (B)(4).

Event description:
A hospital in (B)(6) reported that an rt200 adult dual-heated breathing circuit had broken heater wire pin. This was noticed prior to patient use. No patient consequence was reported.